Event description:
It was reported to philips that wireless foot pedal was not working, foot pedal was flashing red. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular diagnostic procedure was performed when the issue happened and completed by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and identified that the wireless foot pedal is intermittently working. Upon troubleshooting, fse found that the wireless footswitch was intermittently not connecting to the system, and the battery indicator was flashing red rapid. This problem was noted to be persistent, even after the battery replacement. To resolve the problem the fse replaced the wireless footswitch, charger, and base station and return the parts for further analysis and it found loose foot switch bracket, missed two anti-slips and for base station no failure found. After replacement of spares, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.